Event description:
It was reported that a diagnostic anomaly resulting in a missing impedance test was observed on the device. A manual impedance test was performed to resolve the event. The patient was in stable condition, and will continue to be monitored.